Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn longer than 48 hours and then was removed.

Manufacturer narrative:
The pod was received with the formed needle exposed, confirming the reported event of the needle not retracted. During investigation, after opening the pod, the formed needle was found not properly seated in the slide retract. The slide retract was damaged indicating that the formed needle was incorrectly installed. This resulted in a failure of the needle mechanism to fully retract the formed needle after deploying the needle. The blood observed by the customer was due to the formed needle not having fully retracted.